Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an issue during the self-test, where a "no ac power" alarm occurred. It was stated that the device reacted and sounded extremely slow. The power module would be sent in for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate power module sounding and reacting ¿slow¿ during self-test and no ac power alarm test. The power module, serial number (B)(6), was returned for analysis to the service depot and was evaluated and tested on 04apr2025. A 12v backup battery was connected to the power module and a self-test was performed and performed as intended. The unit was connected to ac power and another self-test was performed and passed. The power module was connected to a mock circulatory loop and no issues were observed. No further testing was performed. The customer was provided a repair quote, and a purchase order (po) was requested; however, after several attempts to obtain a po, it was not provided. The unit was then labeled ¿not for human use¿ and returned to the customer in unrepaired condition. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 08jun2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.